Manufacturer narrative:
Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient experienced a burning of the leg while using the bone healing system (bhs) coil. It is reported the patient experienced the burns a couple of weeks after receiving the coil. The patient went to his general practitioner who took blood work to see if there was something else going on and the blood work came back negative/ fine. The patient's general practitioner treated the patient's burn with silver nitrate cream and the patient healed. The patient was sent a new coil and advised to break up his treatment time when the new coil arrives.

Manufacturer narrative:
The product was returned for evaluation. According to the evaluation, no physical or device function condition could be found that could be considered a causal factor for the reported condition. Therefore, the complaint was unconfirmed as the coil operated as intended. The device history records were reviewed in the product evaluation and no abnormal condition was reported. The design failure mode, effects and criticality analysis (dfmeca) lists, "treatment coil(s) normally emitted em radiation inadvertently creates adverse effects(s)."